Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. Visual examination of the returned products (tibial and femoral components, stem extensions, articular surface with securing screw) noted that they all exhibit signs of being implanted. The stem extensions are still affixed to the tibial and femoral components. There is no bone cement remains on the backside of the tibial and femoral components. The backside of the tibial component is scratched and stained. But there is no lateral peg on the tibial component and no fracture was noted anywhere. Dimensional analysis of the product identifiers passed. The DHR was reviewed and no discrepancies relevant to the reported event were found. The surgical notes were previously reviewed and indicate that the patient had a history of a right unicompartmental replacement, revised to a tka, and revised again 7 months later due to aseptic loosening. The final revision took place due to aseptic failure. Review of the first revision (loosening) surgical report provided indicates surgical technique was followed. Review of the second revision (loosening) surgical report noted that the lateral peg of the tibial component was fractured through the lateral tibial cortex. Also, both the tibial and femoral components were found to be well fixed. No x-rays were received, so correct fit and orientation could not be checked. The likely condition of the parts when they left zimmer biomet control is considered conforming based on the evaluation of the returned products, the dhrs review, and the potential in-vivo age of the devices (14 months). Per the instructions for use of the devices, fracture of the component, and loosening are known potential adverse effects of the tka procedure. Patient factors that may also affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598800400 - stemmed tibial component precoat ¿ 61100522, 00596403217 - articular surface ¿ 61121133, 00598801015 - stem extension straight ¿ 61291765, 00599401592 - femoral component ¿ 61367489. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: ¿0001822565-2013-00086-1.

Event description:
It was reported that the approximately 1 year post implantation, the patient was revised as the lateral peg of the tibial component fractured through the lateral tibial cortex.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was also revised due to aseptic loosening.